Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
An rn in trauma ICU reported blood spraying while disconnecting from the connector. This event occurred while the nurse was drawing blood from a PICC line. The nurse flushed the line with 10ml pre-filled saline syringe and withdrew 10ml of waste blood. When she disconnected the syringe, the blue inner piston of the connector sprang back and blood splashed on her arm and on the patient's gown. The nurse also stated that when she aspirates, blood fills up the cap and there is a drip of blood. There was no patient or user harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided.